Manufacturer narrative:
The instrument was visually inspected under a microscope. There is no evidence of material defect or manufacturing error. The tip of the jaw was broken in the tube. We are unable to determine how or when the damage occurred. The cause of the reported problem could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
The user facility in (B)(6) reported during a retinal procedure part of the forceps fell on the patient''s retina. Additional information: while in the process of peeling off ilm (internal limiting membrane) the tip of the forceps cracked and fell on the patients retina. The tip was successfully removed and the procedure was completed with no impact to the patient.